Event description:
It was reported that the anesthesia workstation failed the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was claimed that the anesthesia workstation failed the system checkout (sco). The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed test failure, has been related to malfunction of aion platinum. The technician conducted troubleshooting and replaced aion platinum kit. After this action the device was returned for use. There were no further failures. Unfortunately, device logs have been not available for the further analyze of the issue. In this complain, the decision had been made based on available information (no logs or no information about faulty part), as the initial description - system check out failure - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to aion platinum, which malfunction will not affect ventilation. This part is only for measuring. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/10/2015; corrected manufacture date: 11/13/2015. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's reference #: (B)(4).